Event description:
Patient reported detecting wetness in the cartridge compartment of the infusion device on (B)(6) 2014. Patient stated the cartridge compartment smells like insulin. Patient alleges the cartridge is leaky. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).